Event description:
A patient had a blockage in the artery and the injection caused an aortic dissection. This occurred when the following parameters had been selected: 4 ml/s for a total volume of 10 mls. Psi setting was at 600. It is known what size catheter was being used. The treatment and the condition of the patient in regards to this event are unknown. No further information or details regarding this event were provided by the customer.